Event description:
The customer reported that an elderly surgical patient was being monitored by the tram 451n patient monitor with a blood pressure cuff applied to the leg. Just as surgery was beginning, the patient stated she was in pain. The blood pressure cuff was removed from the right lower leg and laceration of 12cm by 3cm and 1/2 inch deep was noted. The surgery was stopped. The patient reportedly had fragile skin due to long term steroid use. Sutures, xeroform, and silvadene were used to close the wound and address the part of the wound that was unable to be closed. The patient was discharged and is reported to be doing "fine".

Manufacturer narrative:
Patient data not currently available. Serial# - unknown at this time. Device manufacture date - unknown at this time. A follow-up report will be submitted when the investigation is complete.